Manufacturer narrative:
Event problem and evaluation: result: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusion: based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -3.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The reporter indicated at the time of surgery, the pupil was at a minimal dilation of 8mm and the icl was extremely vaulted in the anterior chamber, so the surgeon decided to remove the lens during the same surgery. The lens was exchanged for a shorter lens. There was corneal edema at one day post-op. Vision was 20/20.